Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the "patient with this lead is terminally ill and the device was programmed to vvi, r-waves at 12mv, now the r-wave is 1.5mv to 2mv, noticed some pacing into the intrinsic r-wave". Reprogramming the device was suggested.